Event description:
Customer stated that eq inter dental brush 20 CT was inconsistent with quality because some of the product worked and others the handle was loose and spun around and eventually broke. Consumer no longer had the product.